Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy with the liberty select cycler and the patient¿s adverse event(s) of sob, abdominal pain, congestive heart failure and spontaneous peritonitis which required hospitalization and antibiotic therapy. The pdrn reported the cause of the spontaneous peritonitis was likely translocation that occurred from the rectum, however definitive causality cannot be established. The etiology of the abdominal pain is unknown; however it is most likely a byproduct of the peritonitis. The etiology of the congestive heart failure and shortness of breath are unknown, therefore causality cannot be determined. Reportedly the patient had no known cardiac history prior to the hospitalization. Based on the information available, there is no evidence and/or documentation indicating the liberty select cycler malfunctioned in any way to cause or contribute to the event(s). Plant investigation: a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During a routine follow up call on an unrelated file, the peritoneal dialysis registered nurse reported the patient was hospitalized on (B)(6) 2018 for shortness of breath (sob) and abdominal pain (severity unknown). Upon follow up the nurse reported the patient was diagnosed with congestive heart failure (details unknown) and peritonitis. A peritoneal effluent fluid culture was performed and was positive for streptococcus agalactiae. The pdrn reported the event was spontaneous in nature and suspected to be translocated from rectum. The patient was treated with cefazolin (dosage, route and frequency unknown) for 14 days. As of (B)(6) 2018 the patient remains hospitalized, but is recovering. The current disposition of the patient is unknown. It is unknown if any fresenius device(s) and/or product(s) we utilized during the hospitalization. The liberty select cycler was not returned to the manufacture for evaluation at the time of this investigation. The pdrn reported the patient was not connected to the liberty select cycler when the patient went to the hospital. Additionally, the patient had no history of cardiac disease prior to the event(s).

Manufacturer narrative:
Additional information: received the patients discharge summary on 07/11/2018 clinical investigation: a temporal relationship exists between ccpd therapy with the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of sob, fvo, abdominal pain and peritonitis which required hospitalization and antibiotic therapy. The pdrn reported the cause of the peritonitis was likely translocation that occurred from the rectum, however definitive causality cannot be established. The etiology of the abdominal pain is unknown; however it is most likely a byproduct of the peritonitis. The etiology of the fvo is unknown, therefore causality cannot be established. However, the sob was most likely a byproduct of the fvo. According to the discharge summary, the patient¿s health continued to decline and due to multiple co-morbidities, the family was consulted and agreed to place the patient into hospice care. As such, the patient¿s expiration was an expected outcome that occurred on (B)(6) 2018. It remains unknown if the patient was continuing to receive rrt during the course of hospitalization. There is no documentation or evidence indicating a causal relationship between the liberty cycler, liberty cycler set and the adverse event(s). Additionally there is no allegation of a fresenius device(s) or product(s) malfunctioning or failing to perform as expected.

Event description:
...

Manufacturer narrative:
Correction: updated describe event or problem to reflect the new information received on 07/11/2018, patient expired while hospitalized plant investigation: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During routine follow up the pdrn reported the patient was diagnosed with congestive heart failure (details unknown) and peritonitis. A peritoneal effluent fluid culture was performed and was positive for streptococcus agalactiae. The pdrn reported the event was spontaneous in nature and suspected to be translocated from rectum. The patient was treated with cefazolin (dosage, route and frequency unknown) for 14 days. As of (B)(6) 2018 the patient remained hospitalized, but was recovering. The discharge summary was received on 06/11/2018 and revealed the patient was hospitalized on (B)(6) 2018 until their death on (B)(6) 2018. The record indicates the patient was initially hospitalized with fluid volume overload (fvo) and peritonitis. Per the record, the patient¿s health continued to decline with worsening chronic hypoxemic respiratory failure and hospital acquired bacterial pneumonia (pna). Although the timeline is unknown, the discharge summary states the patient¿s family was consulted and agreed to make the patient comfort measures only (cmo). The patient subsequently expired on (B)(6) 2018. It is unknown what, if any, rrt was performed while hospitalized. Additionally, it is unknown if any fresenius product(s) or device(s) were utilized during the hospitalization. Although the esrd death notification is unavailable, the hospital listed the primary causes of death as failure to thrive (ftt) with severe malnutrition, fvo, paroxysmal atrial fibrillation, acute respiratory failure, hypoxemia, peritonitis and hospital acquired pna.